Manufacturer narrative:
The pod was originally unable to connect to the master pdm to be downloaded. All three batteries were measured to be low. The pod was connected to a 4.5 v power supply and was still unable to connect to the master pdm. The pcb was removed from the device and connected to a power source. The pcb was still unable to be connected to the master pdm. Without the download data, it cannot be confirmed whether or not a hazard alarm occurred. A tear on the unexposed portion of the cannula diverted fluid from the fluid path into the device, causing an insulin delivery failure and leading to contamination on the commutator cap and corrosion on the pcb. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 4 and 24 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.